Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
It was reported that a 13.7mm, tmicl13.7, -16/1.0/172 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Lens dislocation/subluxation was observed, lens remains implanted. In the reporters opinion the cause of this event was the device, the reporter stated " per dr. (B)(6) lens is not stable. Could cause cataract if it contacts with natural lens. Per medical monitor lens has rotational instability." For status of the eye (signs/symptoms): no change in symptoms. Lens continues to not remain in position. For additional information the reporter stated " uncertain whether lens has low vault. Lens is scheduled to be explanted (B)(6) 2021". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- per updated information the lens was explanted on (B)(6) 2021 and the problem resolved. The reporter stated "at 1-month post-explant, corrected visual acuity measured 20/25. Subsequent examinations documented that there were no untoward findings, and the visual acuity and manifest refraction remained stable." H3- device evaluation: lens was returned with moisture, in microcentrifuge vial. Visual inspection found the haptics torn. Claim # (B)(4).